Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high pacing threshold, muscle stimulation and dislodgement reported as confirmed in fluoroscopy per field representative. Additionally, the field representative stated that this lv lead had pulled back once 2 days after it was implanted and was repositioned so they decided to replace the lv lead with a competitor¿s lead. The lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.